Event description:
It was reported that patient underwent a radial plating procedure on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2015 due to the fracture being nonunion. The head and stem were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Patient underwent a radial head open reduction internal fixation plating procedure on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2015 due to the fracture being nonunion. The plate was removed and patient was implanted with a radial head and stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."